Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the unit was restarted and operational with no further problems. The issue could not be reproduced in testing. The bme noted diagnostic code 1009 (pressure regulation high) in the log. The unit was not connected to nurse call system at time of incident. The device was removed from service for evaluation. The rse advised replacement of the data acquisition (da) printed circuit board assembly (pcba) and the da to motor controller (mc) pcba cable as a preventative measure. The customer bme confirmed the device alarmed with a vent inoperable message. The patient refused to continue device therapy shortly after the event, therefore, the patient was successfully switched to oxygen support only. No patient impact reported. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (da pcba) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer biomed reporting the screen on the v60 ventilator went black and the device may have shut down. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the unit was restarted and operational with no errors noted. There was no alarm information. The unit was not connected to nurse call system at time of incident. The device was removed from service for evaluation. The rse advised replacement of the data acquisition (da) printed circuit board assembly (pcba) and the da to motor controller (mc) pcba cable. Investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).